Event description:
A "scan again in 10 minutes" sensor error message was reported with the adc device and customer was therefore unable to obtain readings. As a result, the customer received unspecified treatment from an unspecified third-party. The customer declined to provide any further information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh00t1ddn0 has been returned and investigated. The sensor plug was fully seated, and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication that the sensor terminated without any error. No failure modes were observed upon visual inspection of the plug assembly. Attempted reprogramming and activating the sensor; the sensor did not activate successfully. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Upon removing the battery from its holder, it became apparent that there was salt formation present in the crack of the battery gasket, specifically between the positive and negative contact. Also the presence of a salt pattern on the gold contact of the pcba was observed. An extended investigation was conducted. Performed a visual inspection on the returned sensor, observed no physical damage. Attempted to reprogram and activate the sensor revealed that the sensor state was 6, indicating termination, and the event was 21, specifically a brownout rest. Visual inspection was performed on the returned de-cased sensor¿s pcba (printed circuit board assembly); it was noted that the battery had leaked onto the pcba. The leak electrolyte and salt formation were cleaned and attempted to reprogram the sensor, sensor reprogrammed successfully. To verify the functionality of the returned sensor, simvivo test (simulation of the electrical signal produced by the sensor tail) and poise voltage was performed. Indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" sensor error message was reported with the adc device and customer was therefore unable to obtain readings. As a result, the customer received unspecified treatment from an unspecified third-party. The customer declined to provide any further information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.